Manufacturer narrative:
(B)(4). To date the sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient with history of difficulty swallowing, emaciation, and melena swallowed both patency and small bowel 2 capsule under endoscopic assistance. The capsule examination was successful. A few months after capsule examination it was reported that patient developed pneumonia and was hospitalized. Patient expired from aspiration pneumonia. The physician determined cause of death unrelated to capsule examination. No further information was provided.

Manufacturer narrative:
(B)(4).